Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of a "delayed foreign body granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately 8 months after injection with one syringe of juvederm ultra xc in the "labial mental crease," the patient developed a "delayed foreign body granuloma" at the injection site. The patient was treated with hyaluronidase and kenalog. The diagnosis of a granuloma has not been confirmed via biopsy; a biopsy was performed but the results have not yet been provided by the healthcare professional. The "granuloma" has resolved 50%.